Event description:
The passeo-18 peripheral balloon catheter was selected for treatment. The balloon ruptured in normal stenosis. No inflation device was used to inflate the balloon. The balloon was inflated by hand and by hand you are not able to hold pressure over 6 or 10 atm. Event date unknown.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, the use of a pressure monitoring device is mandatory.